Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age and weight is unknown). According to the complainant, the basket wires "came apart" at the tip while inside the patient's ureter. Nothing detached from the retrieval basket and no stone was present when the problem occurred. No other damage to the retrieval basket was noticed. The procedure was successfully completed with another gemini stone retrieval paired wire helical basket. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device found the basket open, drive wire kinked/bent, and the sheath split. The basket wires were intact with no broken wires, contrary to what was initially reported. When the handle was operated, the basket would not close due to the split sheath and kinked drive wire. Once the damaged sheath was cut away, the handle cannula was able to open and close the basket with resistance. The most probable root cause for this complaint is operational context. It is also noted that a kinked wire and handle cannula, and a split sheath which causes a basket to be unable to close while no stone is present are not medwatch reportable events.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age and weight is unknown). According to the complainant, the basket wires "came apart" at the tip while inside the patient's ureter. Nothing detached from the retrieval basket and no stone was present when the problem occurred. No other damage to the retrieval basket was noticed. The procedure was successfully completed with another gemini stone retrieval paired wire helical basket. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.